Manufacturer narrative:
Age at time of event: 70's. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).

Event description:
Same case as MDR #2134265-2011-02972. It was reported that a during stenting treatment procedure, vessel perforation occurred. The lesion being treated was located in a fistula. The physician advanced the ultrathin diamond back balloon catheter and starter guide wire to the target lesion. The ultrathin diamond back balloon was inflated and deflated. The ultrathin diamond back balloon was successfully removed from the patient, however vessel perforation occurred. The starter guide wire was then removed from the patient and noted to have a "very sharp edge". The physician advanced a zipwire guide wire and placed an unspecified stent to treat the perforation. An unspecified balloon catheter was used for post-dilation. No additional patient complications were reported and the patient's current condition is fine.